Manufacturer narrative:
Consumer stated toothbrush head is too abrasive and it causes nerve pain and damage to enamel. Model and serial numbers provided are for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the toothbrush head is too abrasive and causes nerve pain and damage to enamel. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to multiple contact attempts.

Manufacturer narrative:
Complaint received form (B)(6).